Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited backup mode following a magnetic resonance imaging (MRI) scan. Programming changes were performed to resolve the issue. There were no patient consequences reported.